Manufacturer narrative:
Initial reporter address; (B)(6). The device was serviced on-site by a field service technician. Visual inspection and power on self-test were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. An f-94 alarm was identified during power on self-test. The cause of the f-94 alarm was a damaged battery. The battery was replaced to resolve the issue. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had an f-94 alarm (configuration option settings checksum is not 0). There was no patient involvement. No additional information is available.